Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, with three proglide devices, a suture break occurred during removal of the plunger (step 3). The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the procedure was completed. However, the pre-placed sutures were unable to achieve hemostasis, requiring surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.